Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter was received for evaluation. During visual evaluation, no kinks were noted to the catheter shaft and no anomalies to the luers, bifurcate or glue fillets. During functional testing, an in-house presto inflation device was used to inflate the sample to 8atm and maintained pressure. The balloon was then inflated to 24 atm and water was noted to be leaking from the glue joint. Under magnification, a partial circumferential break was noted at the glue joint. No other functional testing was performed. Therefore, the investigation is inconclusive for the reported uncomplicated balloon rupture as no evidence of rupture could be determined. The investigation is confirmed for the identified break as a partial circumferential break was noted at the glue joint. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 11/2023.

Event description:
It was reported that during an angioplasty procedure of shunt, the pta balloon allegedly ruptured at 8 atm on the first inflation attempt. There was no reported patient injury.